Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Heart wire contacts are patinated. Lower case and lead flex cover are contaminated. Both bails are missing. The ring is bent. Keyboard window is scratched.